Event description:
Ans was advised in 2009, that the pt was implanted with an scs system three days prior, and that the system was explanted three days later, due to an infection. The following month, additional info was requested by customer support. Based on the follow-up, info received from the rep five days later, the pt complained of pain a few days after the implant procedure. The rep was informed the infection was at t8-t10 and was deep. It was reported that the pt was given antibiotic therapy, discharged, and is doing well. At this time, the hospital lab has the explanted system. Additional info was requested from the hospital regarding the return of the ipg with no response. It is unk if the system will be returned to ans for eval. A follow-up report will be submitted if relevant info is provided to ans within the next 30 days.

Manufacturer narrative:
Eval: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.